Event description:
IV pump was set to infuse heparin drip at 30 cc/hr. Rn set and checked the pump, and left room. When she returned 45 mins later, pump had reset itself to 500 cc/hr and 350 cc of heparin drip had infused. Despite several attempts, every time pump was properly set, it reset itself to 500 cc/hr. Removed from use.